Event description:
It was reported that the patient experienced device malfunction with an ambicor penile prosthesis (app). The app was explanted and a new inflatable penile prosthesis (ipp) cylinder, pump, and reservoir was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.